Manufacturer narrative:
The referenced transient ischemic attacks and right middle cerebral artery stroke on (B)(6) 2016 was reported under medwatch MFR report# 2916596-2017-00778. (B)(4). Approximate age of device - 10 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the patient¿s family that on (B)(6) 2017, the patient had been in a normal state of health, and took unspecified medications prior to using the restroom. The family reported that the patient was found in the restroom after two hours, and was unable to get up. The patient was found with slurred speech, left facial droop, and weakness, and complained of a headache. A head CT at an outside hospital revealed a right frontotemporal intracranial hemorrhage with no midline shift. The inr was 2.5. The patient was treated with vitamin k and kcentra. During transport to the implanting center, the patient became nauseous with non-bloody emesis, and became more somnolent. On arrival to the implanting center, the patient was barely conscious, despite sternal rub. It was reported that the patient was spontaneously moving the right side of his body; however, no left sided movement was noted. Due to concern for airway protection, the patient was intubated. The patient was treated with mannitol. Repeat head CT revealed evolving right frontotemporal intraparenchymal hemorrhage with no shift. On 03/09/2017, neurosurgery informed the family of the poor prognosis, and comfort care measures were taken. The patient expired on (B)(6) 2017. With the reported death, it was also reported that the patient had a previously unreported right middle cerebral artery stroke in (B)(6) of 2016.

Manufacturer narrative:
No product was returned for investigation. A correlation between the device and the report of a suspected stroke could not be conclusively determined. Stroke and bleeding is listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.